Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/10/2013: the device was returned to animas and evaluated by product analysis on 08/21/2013 with the following results: no defect was found. Unable to duplicate "blank" display screen. Testing confirmed the display screen is fully functional and is fully illuminated with no visible signs of damage, fading or discoloration. Black box/alarm history shows no indication of malfunction related to complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor contacted animas on (B)(6) 2013 and reported the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.